Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during the cataract surgery an ophthalmic suture were used and found to be broken and incision split when knotted. The current outcome of the patient condition was unknown.